Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed, any add'l info will be reported in a supplemental report.

Event description:
It was reported that, "pin broke upon removal. Broken piece left in bone."